Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was hospitalized for 5 days.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the patient's pump was displaying 161 mg/dl when they started to experience dizziness, dry mouth and could not walk. They checked a bg and it was 596 mg/dl. The patient took d8 units of unspecified insulin and was taken to the hospital by her husband. At the time of the report, the remained admitted for 2 days after the event and was still in the hospital. There was no further information about treatment provided at the hospital. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.